Event description:
Pt was on a morphine sulfate drip via sigma pump and rn discovered pump to have malfunctioned. The rate and volume became interchanged. Once the pump was removed it was noted to intermittently interchange the rate and volume. Pt received double the amount of morphine sulfate over one hour.